Manufacturer narrative:
It was reported that the tibial implant of a total knee system was implanted in such a way that there was interference between the device and a screw in the patellar tendon, suggesting that there was excessive slope in the way the tibial implant was implanted. The device is not available for evaluation, and it is not presently clear which model or version of the device is in scope of this adverse event. Additional information that becomes available will be submitted via follow-up as it becomes available

Event description:
It was reported that the tibial implant of a total knee system was implanted in such a way that there was interference between the device and a screw in the patellar tendon, suggesting that there was excessive slope in the way the tibial implant was implanted.

Manufacturer narrative:
It was reported that the tibial implant of a total knee system was implanted in such a way that there was interference between the device and a screw in the patellar tendon, suggesting that there was excessive slope in the way the tibial implant was implanted. The device is not available for evaluation, and it is not presently clear which model or version of the device is in scope of this adverse event. Additional information that becomes available will be submitted via follow-up as it becomes available. Improper implant placement is a well-known risk of total knee replacement and could be caused by improper jig design or introperative error by the user. Discussion with the user indicates improper cut location during jig use may have been caused by misuse or improper instrument seating during surgery. Analysis of production records and design records reveals no abnormality that could have contributed to the subject adverse event.

Event description:
It was reported that the tibial implant of a total knee system was implanted in such a way that there was interference between the device and a screw in the patellar tendon, suggesting that there was excessive slope in the way the tibial implant was implanted.